Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 53 mg/dl followed by a high of 195 mg/dl while using the ilet and treated the low with approximately 20 grams of oral glucose, leading to rebound hyperglycemia during travel. No adverse clinical symptoms associated with urgent low glucose and subsequent low glucose reported. Outcomes included user education and troubleshooting on appropriate hypoglycemia treatment to reduce glycemic variability and avoid overtreatment. Investigation included a review of the user¿s report and customer care agent coaching on treatment with oral glucose according to alerts. Investigation of this case revealed user-related overtreatment of hypoglycemia with oral carbohydrates while using the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and situational factors were the cause.